Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed to have performed two comparisons between their meter and the calibrated laboratory device. For the first comparison, the user obtained blood glucose readings of ¿5.8 mmol/l¿ with the subject meter and ¿3.1 mmol/l¿ with the laboratory device. For the second comparison, the user obtained blood glucose readings of "14.0 mmol/l" with the subject meter and "7.1 mmol/l" with the laboratory device. The readings in each comparison were obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. This complaint is being ruled out as a reportable event due to the following conclusion(s): there was no indication that the product caused or contributed to an adverse event. In addition, there was no evidence that the product malfunctioned.